Manufacturer narrative:
The device was returned to carefusion and evaluated. A uim blank screen, after power on of the unit, was reproduced. Further investigation found a low voltage on battery bt1; the battery was replaced. Following replacement of the battery, the uim functioned normally. Any additional information received will be evaluated and included in a follow-up report if required. Patient demographics such as age, date of birth, gender, and weight were not provided by the customer. (B)(4)

Event description:
A customer reported to carefusion that their avea ventilator user interface monitor (uim) screen failed while in use on a patient, described as led's functioning around screen but nothing visible on screen. The customer placed the patient on an alternate ventilator and there was no harm to the patient, associated with the event, reported to carefusion.